Event description:
Customer reported an extension set with leaking from a hole in the center of the plastic disk. The IV set up they use is an alaris primary infusion set is connected to the filter extension set, then a tri-fuse, which is connected to a 1.9 french PICC line. The leaking fluid was hyperalimentation fluid infusing at 8ml/hour. The infant was also receiving caffeine once a day. They are not having any trouble with the filter clogging or the pump alarming for occlusion. There was no report of pt injury or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation results should the device be returned for eval.